Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was described as short measuring 10 mm in length. The remainder of the vessel morphology was unremarkable. The stent grafts were successfully implanted without complication. It was reported that during ballooning the proximal portion, the bifurcated stent graft moved down 5 mm; however, there was no endoleak present. The decision was made to implant an aortic cuff distal to renal arteries to cover the 5 mm between the renal artery and the top of the bifurcated stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).